Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced nerve injury. At the time of reporting, the outcome of the event was unk. Follow up info was received on 01/24/2012 via medical records. On (B)(6) 2008, an electromyographic exam showed mild peripheral polyneuropathy. The pt complained of pain, numbness, paraesthesias involving the foot and leg bilaterally for approx a year (since 2007). This case has been upgraded to medically serious by gsk. The MFR's report number for this case is 9681138-2012-00022. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Manufacturer narrative:
The MFR's report number for this case is 9681138-2012-00022. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).